Event description:
The manufacturer received information alleging a ventilator's fio2 delivery was not functioning. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module needs to be replaced to address the issue.